Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a ralp, the I-blade stopped at the distal end of the jaws and did not return to the original position. The jaws were not damaged. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: was the device on a vessel/artery when it would not open? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? No. The device was clamping on the tissue with the tip of the jaws. The tissue slipped off the jaws as it was cut, and no damage was caused by this issue.